Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and exchange of textured devices due to patient's concern with product. Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture and exchange of textured devices due to patient's concern with product. Healthcare professional reported left side rupture and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.